Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter, translated from columbia to english: the patient with intravenous catheter is cannulated. The patient feels some difficulty and a lot of pain and immediate action is taken to remove the intravenous catheter and the tip of the catheter is observed perforated by the needle. No patient harm, another device was used.

Manufacturer narrative:
A device history record review was completed for provided material number 38831214 and lot number 3185090. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. However, the picture samples displayed unused/unopened product; therefore, the reported defect could not be observed. Based on the investigation results, a cause for the reported issue could not be determined. Improvement actions for the defect of needle through catheter were implemented in a corrective and preventive action plant completed in september 2024. The lot reported in this incident was manufactured prior to the implementation of these improvements. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.